Event description:
Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the catheter had flipped on top of the pump where it kept getting punctured related to a seatbelt. It was not known what medicine this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).